Manufacturer narrative:
Lot number corrected from 0019784799 to 0019523899. Batch expiration date corrected from 09/30/2018 to 07/31/2018. Device manufactured date corrected from 10/05/2016 to 07/29/2016. Device evaluated by MFR.: device was returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. There was blood and fibers attached to the coil 15.5mm proximal of the burr. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on the console. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The dfu states: adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0 mm burrs 190,000 rpm and the following related to the operational speed: recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0 mm burrs 160,000 up to 180,000 rpm¿ it is likely that going over the initial and operational speed contributed to the reported events. The most probable root cause has been determined to be user related. (B)(4).

Event description:
It was further reported that a peripheral procedure was done and the target lesion was located in the tibia. Also, the device was not moving; however, maximum speed was reached at the same set operational speed of 220,000 rpm. As the calibration was being done, the device became stuck on sterile drape. The device was pulled out and was replaced with a new rotaburr. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a peripheral procedure was done and the target lesion was located in the tibia. Also, the device was not moving; however, maximum speed was reached at the same set operational speed of 220,000 rpm. As the calibration was being done, the device became stuck on sterile drape. The device was pulled out and was replaced with a new rotaburr. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a peripheral procedure was done and the target lesion was located in the tibia. Also, the device was not moving; however, maximum speed was reached at the same set operational speed of 220,000 rpm. As the calibration was being done, the device became stuck on sterile drape. The device was pulled out and was replaced with a new rotaburr. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in lesion. A 1.50mm peripheral rotalink® plus was selected for use. During procedure, it was noted that the device did not operate properly. As calibration was being done, the device became stuck in the lesion and was unable to achieve the desired speed. There were no patient complications reported.